Event description:
It was reported by an attorney that on (B)(6) 2008 the patient underwent anterior colporrhaphy with vaginal perivaginal repair and additional mesh product was implanted. Also reported was an excision of vaginal foreign body and granuloma. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to the FDA: 12/16/2015. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008,, and a mesh was implanted, concurrently with an anterior & posterior colporrhaphy, enterocele repair, uterosacral colpopexy, sacrospinous colpopexy, abdominal paravaginal repair, cystourethroscopy due to bladder and vaginal prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.